Event description:
A central cardiac data collection and analysis center received data from a site. The data was collected by an ambulatory holter monitor and was sent over a network connection for analysis. Upon receipt, one or more portions of the data from the site were corrupted, potentially missing, discontinuous, mislabeled and/or mixed patient data, which resulted in a recording that was not accurate. The suspicious data were questioned upon review by a clinician as arising from a different patient. Secondarily, the user forwarded recording devices to the analysis center by courier and data downloaded to the analyzer directly. The analysis of the data, found it to be robust and without corrupted segments, therefore implicating the transmission mechanism, processess and/or connection between the remote sending site and the analysis site. In addition, company believe that the data from site may have been impacted by a computer virus (blaster virus) which affected the hospital network used to transfer these data.